Manufacturer narrative:
Phone number not provided.

Event description:
During periodic maintenance, the unit was turned on but it did not start up. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The pm pcba was installed in an fi test ventilator. Though the ac led indicator turn on, the test ventilator did not power up from ac. It did however power up and deliver breaths from the backup battery. During debugging of the pm pcba, the d3 (switching diode) was found shorted and the d37 (switching diode) was open. D3 and d37 were replaced on the power management pcba. The pm pcba was reinstalled in the fi test ventilator. The test ventilator powered up and delivered breaths. The test ventilator operated for 2 hours during which time post was executed 25 times and no failures occurred. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The d3 shorted and d37 open on the power management pcba prevented the ventilator to power on ac. Reference (B)(4).